Manufacturer narrative:
(B)(4). Batch # p9318m. Investigation summary the device received was returned with the tissue pad with no apparent damage and properly attached to the clamp arm. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that towards the end of the procedure, when the surgeon tried to separate uterus from the vagina, the tissue pad (teflon part) fell off the instrument. Fortunately this happened outside of the patient's body and no harm was done on the patient. They immediately replaced the instrument with the new one.